Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events which suggested that the system had experienced total loss of power, including depletion of the system controller backup battery. The submitted left ventricular assist device (lvad) event log file captured 2 pump resets between 26dec2023 and 28dec2023, as well as another pump reset after 08jan2024. The clock was reset to default timestamps upon all of these pump resets. The clock was ultimately set to the appropriate time on 01apr2024. No other notable events were observed. The pump appeared to have operated as intended aside from the pump resets. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of log files revealed pump stops were observed in the left ventricular assist device (lva)d event log file between 26dec2023 and 28dec2023, and another after 08jan2024.